Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically cut but not breached, the outer insulation of the lead was observed to have blood ingression and visual summary analysis of the lead indicated apparent explant damage. The lead was received with the helix fully extended with blood and tissue on it. Electrical resistance and cross continuity test results were within specifications. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had loss of capture, muscle stimulation and dislodgement due to twiddler's syndrome. It was noted that the lead tip was in the superior vena cava (svc) with excess lead in a figure eight next to the device and the helix was extended with tissue visible. During the lead revision, the physician was unable to advance the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.